Manufacturer narrative:
The technician investigated and found the power supply cable is a hill-rom product. No further information is available on the repair of the bed at this time.

Event description:
The nurse alleged they noticed a smell of burning and the power supply cord plug in was melted. No injury reported.